Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a faulty reservoir. The customer's blood glucose reading was 330 mg/dl. The mother stated that her daughter went to change her site and has been high blood glucose in the 300-400 mg/dl all day. The mother stated that the reservoir alarmed no delivery. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that insulin did not exit the tubing. The customer was advised that changing the reservoir will resolve the issue. The customer is being sent a replacement reservoir.